Event description:
The aortic valve was explanted due to a "small paravalvular leak seen on echocardiogram. The mitral valve (2648612-2003-00013) was also explanted during this procedure. Previous echocardiograms (1999, 2000, and 2001) showed "normal" functioning valves; however, echocardiograms in 2002, showed increased mitral valve gradient (28 mmhg) and the aortic valve was functioning "well". The patient did not experience sob, palpitations, or chest pain. The valves were replaced with a 27mj-501, and a 23agfn-756. In 2003, during a follow-up visit, the patient was reported to be stable and improving.